Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was trying to use the foot pedal in the davinci vision tower. The monopolar foot pedal was not delivering energy when being compressed. The bipolar foot pedal on the other hand was saying that it was engaged when it was not even being pressed. The issue was resolved by not using the foot pedals and there was no unintended energy discharge known of.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the pedal of the integrated electrosurgical unit (iesu)/erbe due to single bipolar pedal sticking in activated position and triggering errors m-10 and m-32. The issue did not recur after replacement. The system was tested and verified as ready for use. The root cause is attributed to the foot pedals as errors m-10 and m-32 both point to activation issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the external foot pedal on the vision side cart was exhibiting an issue. The customer reported to an intuitive surgical inc (isi) technical support engineer (tse) and confirmed the occurrence of related error faults. Upon verification, it was stated that the external foot pedal was stuck in a pressed position and was not coming up. Tse confirmed that this was the reason why the generator faulted. The procedure was completing as planned with no report of injury.